Event description:
It was reported that prior to a lead revision on (B)(6) 2025 [related manufacturer reference number: 1627487-2024-09912] the patient¿s right l3 lead had high impedances. During the procedure, when the physician attempted to pull out the right l3 lead, the left l3 and right l5 leads migrated. As a result, the physician opted to explant the patient¿s system, however, the right l3 lead broke, and a piece of the lead remains implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.